Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a high out of range shock impedance measurement of 200 ohms on the right ventricular (rv) lead channel. Technical services (ts) was consulted, and it was noted that the day of the measurement the patient was in surgery, and thus it was suspected that the out-of-range measurement was related to the surgery. No adverse patient effects were reported. This system remains in service.